Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-13599. It was reported that the patient presented to the physician's office with an infection at the center incision site. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s center incision was surgically cleaned out and reclosed. The date of the surgical procedure is unknown.